Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. The ventricular lead exhibited low impedance, which led to a polarity switch. The lead was capped and replaced. The patient was stable post procedure.